Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump insulin squirted when priming. The customer's blood glucose value was unknown. Customer reported cracks in reservoir area and pump was rejecting new batteries along with unexplained random no delivery alarms with grinding noise when priming. Customer reported plastic chipped off when changing reservoir and clock needs reprogramming and rewind takes longer. The devices will not be returned for analysis.